Event description:
The customer reported that the system was not working. It stopped at 20 arrows on the generator.

Manufacturer narrative:
The ge service rep reseated the pcbs in the workstation. The system functioned as intended.